Event description:
Ihealth rapid covid-19 at home kit. Received boxes from trusted provider (county library). One box (two tests) provided "inconclusive" results, tests done 4 hours apart; repeated test with different box, different lot # (negative results), subsequent days. When test was repeated with boxes from different lot numbers, all others were negative. FDA safety report ID # (B)(4).